Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors and variation in low pacing lead impedance were observed. The lead was capped and replaced. Based on the review of the images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.